Manufacturer narrative:
There is no evidence to suggest a device malfunction occurred. The reported blood loss is attributed to the operator discontinuing treatment without attempting to resolve the alarm, and not performing rinseback. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. The user's guide provides adequate instructions for troubleshooting system alarms and performing manual rinseback of the patient's blood in the event alarms cannot be resolved promptly. A direct correlation between co system one and the reported blood loss cannot be established. Facility staff has been notified and additional training was provided. There have been no similar problems reported subsequent to this event. Co considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment without attempting to resolve that alarm and did not perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.